Event description:
A company representative reported that the locking mechanisms at two levels of a four-level ozark plate fractured, one ozark screw fractured, and four ozark screws migrated. The patient achieved fusion and was revised to remove the implants. This report captures the first of four migrated ozark screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the locking mechanisms at two levels of a four-level ozark plate fractured, one ozark screw fractured, and four ozark screws migrated. The patient achieved fusion and was revised to remove the implants. This report captures the first of four migrated ozark screws.